Manufacturer narrative:
The customer reported to physio-control that the date of event was actually (B)(6) 2017. Of the initial MDR initially indicated (B)(6) 2017; has been updated to (B)(6) 2017.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing but did observe that the device had logged an event code which may have been related to an unexpected device reset.  Physio-control then replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Event description:
The customer reported that following a defibrillation shock to a patient, the display on their device went blank and the service indicator became illuminated.  In this condition, the device may not have been functional for the remainder of the event.  No additional details of the patient event have been provided to physio-control.  There was no report of any adverse outcome during the reported event.